Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The complaint device was evaluated, and the reported event was confirmed. The evaluation identified the revision reported was likely the result of glenoid loosening and loss of range of motion as reported. Per the reported information, soft tissue adhesions were believed to be the main cause of reduced range of motion; however, based on limited information provided, this cannot be confirmed. Secondary findings include prosthesis wear of the glenoid which may have been subsequent to third body wear. However, the reported glenoid loosening and loss of range of motion could not be confirmed from the provided information. A review of complaint history determined that no further action is required as no trends were identified. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as radiographs and product information were not provided. The following sections were updated: d9, h6. The following sections were corrected: h6. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported, a male patient, initial right atsr implanted on an unknown date, underwent a revision procedure in (B)(6) 2025. The patient, who had a 4-year old atsr that was stemmed with a caged glenoid, came in for a revision due to limited movement and stiffness/tight shoulder. Once in the shoulder, soft tissue adhesions looked to be the main cause of reduced range and stiffness. They had an uncomplicated removal of humeral head and replicator plate. In reaching the glenoid, other factors influencing were a posteriorly placed glenoid poly on a retroverted glenoid. The poly was slightly loose and was removed. The cage remained in the glenoid and was tricky to remove - unsure why. Discussion occurred around how to proceed with the glenoid ¿ determined to use a competitor¿s implant as the larger central peg would allow for a new central hole to be drilled which encompasses the original cage hole, whilst allowing for a slightly more anterior positioning of glenoid. Consultant also decided to keep humeral stem in situ as solid fixation. They discussed potential risks around compatibility using a competitor¿s and our components. Consultant was comfortable with the risk. They trialed various humeral heads - settled on downsized head from a 47x18 head to a 41x16, which provided reduced tightness, improved range and posterior stability. Consultant reports successful reconstruction of appropriate soft tissue elements (primarily subscapularis), providing anterior stability. When implants were removed, there was no obvious signs of focal or excessive wear. Mild loosening of glenoid poly was reported. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are available for return. Device images were provided. No further information.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.